Event description:
The physician did an aspiration and had trouble. The catheter was occluded at the tip. He was able to break the blockage out and the patient was admitted to the hospital for observation. The patient experienced overdose symptoms. The pump was set to minimum rate and the physician would re-escalate the dose now that the occlusion was fixed. The patient status was reported as ¿alive-no injury¿. The patient outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The catheter occlusion was discovered during the dye study. Injection of the contrast material effectively removed the obstruction. In-patient monitoring was required, but no further intervention was required.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n184307013, implanted: 2009-(B)(6), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: 2012-(B)(6), product type: accessory. (B)(4).